Event description:
A doctor reported four cases of leaking incision sites following surgeries that involved 2.4mm blades. The surgeon felt that the blades were dull and, consequently, contributed to poor sealing of the incisions. The pts' present conditions are unk. Add'l info has been requested.

Manufacturer narrative:
The investigation is in progress. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).